Event description:
It was reported that the stent partially deployed. The 100% stenosed target lesion was severely calcified and severely tortuous. A contralateral approach was used to access the lesion. Pre-dilation was performed. A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for a procedure in the superficial femoral artery and was advanced over a 0.035" non-boston scientific guidewire. This first stent was placed smoothly. When the second eluvia drug-eluting vascular stent system was deployed, the thumbwheel became idle and the stent was unable to be deployed. The pull grip was attempted. Then the entire delivery system was pulled proximally and the stent deployed. The stent became stretched and its placement reached the common femoral artery. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system from batch 24981307 with a 0.014" guidewire stuck in the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. X-ray of the handle showed that the proximal inner was prolapsed. The stent was deployed and was not returned for analysis. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis could not confirm the reported stent deformation but did find damage that would have contributed to deployment issues.

Event description:
It was reported that the stent partially deployed. The 100% stenosed target lesion was severely calcified and severely tortuous. A contralateral approach was used to access the lesion. Pre-dilation was performed. A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for a procedure in the superficial femoral artery and was advanced over a 0.035" non-boston scientific guidewire. This first stent was placed smoothly. When the second eluvia drug-eluting vascular stent system was deployed, the thumbwheel became idle and the stent was unable to be deployed. The pull grip was attempted. Then the entire delivery system was pulled proximally and the stent deployed. The stent became stretched and its placement reached the common femoral artery. There were no patient complications.